Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires and screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital (clinician, licensed physician assistant): - the deviation of 2 of the 12 spine screws placed with navigation at this surgery was detected by the surgeon before finalizing the surgery with an intra-operative verification c-arm scan. The 2 deviating spine screws were removed, and one of them was re-placed successfully with navigation at the very same surgery, while for the other the surgeon decided to not re-place due to the difficult patient anatomy. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no direct (or increased) risk to a critical structure due to the deviating placements in the spine. - there was no harm nor negative effect to the patient due to the deviating placements, also not reported due to the surgery/anesthesia prolong of ca. 30min. - there were further no remedial actions for the patient necessary, done or planned. Hospitalization was also not prolonged. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the 2 of 12 spine screws, placed in vertebrae right t9 and t10 with the aid of navigation, deviating from their intended position shifted by ca. 2-3mm lateral, is: - movements of the navigation reference array during the procedure in relation to the patient anatomy, due to an insufficiently rigid fixation on the spinous process by the user, not as required by brainlab. Imaging data provided for this surgery show that the reference array was fixated in between spinous processes - and was attached with only 2 of its teeth at the anterior edge of the t5 spinous process - not ensuring a rigid fixation to the patient anatomy. This caused the array to be prone to inadvertent movements due to any forces applied to the patient, for e.g. During instrumentation on the spine bone. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, despite the user observed a deviation in the navigation display before and during the affected spine placements, the full extent of the resulting deviation between the locations of the actual patient anatomy and the registered pre-placement patient image scan displayed by the navigation for instrument position tracking, was not recognized by the user for the affected placements with the necessary thorough navigation accuracy verification throughout the surgery, i.e. Before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the thoracic and lumbar spine for a posterior fusion of vertebrae t8 to s1, with a pre-existing fusion at l3-s1, with intended placement of 12 spine screws bilateral for fixation, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. From an intra-operative verification c-arm scan, the surgeon determined that two of the spine screws placed with navigation, in the right side of vertebrae t9 and t10, deviated from their intended positions shifted by ca. 2-3mm to the right (lateral). The right t9 spine screw was re-placed successfully to its correct position with navigation at the very same surgery, for the right t10 screw the surgeon decided not to re-place after its removal, due to difficult patient anatomy. According to the hospital (clinician, licensed physician assistant): - the deviation of 2 of the 12 spine screws placed with navigation at this surgery was detected by the surgeon before finalizing the surgery with an intra-operative verification c-arm scan. The 2 deviating spine screws were removed, and one of them was re-placed successfully with navigation at the very same surgery, while for the other the surgeon decided to not re-place due to the difficult patient anatomy. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no direct (or increased) risk to a critical structure due to the deviating placements in the spine. - there was no harm nor negative effect to the patient due to the deviating placements, also not reported due to the surgery/anesthesia prolong of ca. 30min. - there were further no remedial actions for the patient necessary, done or planned. Hospitalization was also not prolonged.